Event description:
The provider states the unit was sent in for repair. He states the unit arrived still alarming which is why the unit was originally sent in. No consumer involvement and the unit has 1548 hours on it.